Manufacturer narrative:
(B)(4). Date of event : 2015. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was shock by heavy electrical equipment and since then the patient was having difficulty charging the ipg. It was noted that the ipg was no longer functioning even after it was charged all night. Device malfunction was suspected. The patient underwent ipg replacement. The patient was doing well postoperatively.